Event description:
The customer reported having a strong smell of insulin in the reservoir compartment. Advised the customer to remove the reservoir, but there was not even condensation present in the reservoir chamber. The blood glucose reading was 83mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.